Event description:
Reporting status: serious injury-medical intervention; permanent damage. Reporting rationale: guide wire separated and remained in patient anatomy. Device issue: guide wire separation. It was reported that the guide wire was jailed behind another company's stent and when the time came to retrieve the guide wire, it broke leaving part of the guide wire in the coronary (lad). No patient effects were reported; however , the patient is undergoing a coronary artery bypass graft (CABG). No additional event or patient information is available.